Event description:
While treating a pt (age & gender unknown), the device defibrillated and then made a loud pop sound. The device then displayed "pacer disabled," "defib disabled," and "defib fault 72" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.